Event description:
Lead extraction procedure resulting in retained ICD fragment. Details surrounding this event are actively being pursued and if they become available, a follow-up report will be submitted.

Manufacturer narrative:
This follow up is being provided to include more inclusive event details, pre-op labs/tests performed and cardiac lead details (concomitant medical products).

Event description:
Lead management case to extract one acutely fractured mdt 6943 cardiac lead. The patient presented with an acute fracture of a mdt 6943; the patient had fallen and requested that the entirety of the lead be removed prior to placement of a new ICD lead. A 16f glidelight was used for a total of 96 seconds of laser treatment. The lead broke at the distal end of the rv coil leaving behind the lead tip, ring and a partial piece of the coil. The interventional cardiologist was called in to snare the fragment but was not successful. The surgeon then performed a sternotomy and attempted to pull the lead out from the myocardial wall but the lead would not release. The lead was pulled taut and cut to sit flush with the myocardium. The patient did not suffer from a status decline and the sternotomy was performed to comply with the patient wish to have the old lead completely removed. The physician felt that the lead fracture contributed to the lead breakage during removal with the glidelight.

Manufacturer narrative:
Placeholder.